Manufacturer narrative:
Updated analysis summary by (B)(6) on (B)(6), 2022 retainer ring = black. On (B)(6), 2021 the customer alleged pump under delivering and was hospitalized for high blood glucoses. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No under delivery anomaly or over delivery anomaly noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly. No bolus anomaly noted. All buttons function properly. No unresponsive buttons or stuck button alarm noted. No damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on electrical board 1 was properly locked. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, customer allegation for insulin pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the emergency medical service was dispatched and customer was hospitalized due to high blood glucose level on (B)(6) 2021. Customer had blood glucose level of 600 mg/dl. Customer was treated with insulin drip, insulin pump and manual injection. Customer had blood glucose level of 119 mg/dl. Customer stated that the bolus was not delivering. Customer declined to check air bubbles and leak. Customer was alleging insulin pump for under delivering because customer's blood glucose level was not going down. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly. No bolus anomaly noted. All buttons function properly. No unresponsive buttons or stuck button alarm noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.